Manufacturer narrative:
The analyzer serial number is (B)(6). The other e 801 analyzer serial number was not provided. The calibration and qc recovery data provided was within specification. Single false reactive results may occur as the specificity is less than 100%. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The product performs within specification. No product problem was identified.

Event description:
There was an allegation of questionable elecsys anti-hcv ii results for 2 patient samples on a cobas e 801 analytical unit compared to an abbott analyzer. On (B)(6) 2026, sample 1 had an initial result of 24.7 coi (reactive). On (B)(6) 2026, the sample was repeated on another e 801 analyzer and the result was 25.0 coi (reactive). The sample was also repeated on an abbott analyzer and the result was 0.48 coi (non-reactive). The sample was also sent for confirmatory molecular testing and the result was non-reactive. On (B)(6) 2026, sample 2 had an initial result of 22.9 coi (reactive). On (B)(6) 2026, the sample was repeated and the result was 25.4 coi (reactive). The sample was also repeated on an abbott analyzer and the result was 0.91 coi (non-reactive). The sample was also sent for confirmatory molecular testing and the result was non-reactive.